Event description:
It was reported that, "the above reference piece does not properly attach to the carbon fiber targeting arm, rendering the device unusable."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.